Event description:
This female patient with a history of previous mi, hypertension and diabetes, was admitted for elective coronary intervention. Angiography revaled a de novo, long (37mm), bifurcating, calcified, flexion, type c lesion in the proximal through mid lad (2.5mm diameter). 10,000 units of heparin were administered via IV. Pre-dilation was conducted with a 2.5x18mm balloon inflated to 8atm for 30 seconds. A 2.5x18mm cypher stent was deployed in the mid-lad to 12 atm for 30 seconds. A second cypher stent (2.5 x23mm) was deployed to 16 atm for 20 seconds, overlapping the first cypher at the proximal end. Post-dilation was conducted with a 2.5x20mm balloon inflated to 11 atm for 60 seconds. Ivus was conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 6-8%. Act's were not measured. The patient was released on aspirin and ticlid. One year later, the patient returned for a schedule follow-up; however, the patient had a fever of unknown origin and the procedure was postponed for ten days. When the patient returned for the procedure, she complained of chest pain. An ECG demonstrated st depressions in leads v2-5. The patient was sent for an echocardiogram and a thrombus was suspected. Repeat angiography revealed that the cypher stents implanted in the proximal to mid-lad appeared hazy. Heparin was administered. Ivus was conducted and a thrombus was observed within the stented segment. The thrombosis was treated with aspiration thrombectomy and repeat balloon angioplasty with a 2.5x12mm balloon inflated to 18 atm and a 2.75 x 10mm balloon inflated to 14 atm. The patient was continued on aspirin and ticlid, and cilostazol was added. Two days later, repeat angiography confirmed that the stented segment was patent and showed no evidence of thrombus.